Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side exchange with no complaints against the device. Healthcare professional later reported capsular contracture baker grade iii. Device status is unknown.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. Additional observations: ¿ no other observations were observed on the device.

Event description:
Healthcare professional reported via nbir right side exchange with no complaints against the device. Healthcare professional later reported capsular contracture baker grade iii. Device has been explanted and replaced.